Event description:
The distributor reported that the up arrow, down arrow and ok keypad buttons were unresponsive.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 12/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All of the key contacts were found to be ok when the keypad cover was removed but there was open connection found on the keypad relay. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).